Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged at the t:lock/luer lock, interrupting insulin delivery. Additionally it was reported that multiple cartridges did not fit onto the pump. Reportedly, customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 284 mg/dl.